Event description:
Pt having tibial biopsy using jamshidi biopsy needle. Tip of needle broke off in pt's tibial bone. Required removal of tip of needle in surgical setting. Dates of use: 2008. Diagnosis or reason for use: biopsy of tibial bone lesion. Event abated after use stopped or dose reduced: yes.